Event description:
Patient experienced pain due to loose tibial prosthesis. Update (B)(6) 2013: product/lot.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned (B)(4) tibial tray by depuy commercialized product development finds an extremely limited amount of bony ingrowth was present. Distal surfaces of the stem and it¿s flanges all have some ingrowth. Ingrowth is visible in several isolated spots on the inferior surface of the tray, measuring 4-16 square mm. Sintered porocoat beads located anteriorly on the inferior surface of the tibial tray are visibly burnished and flattened. No root cause for loosening of tibial component can be determined from visual examination. Review of provided patient x-rays of the ap view finds very poor quality. There appears to be a gap between the tibia and the tray near the medial edge. On the lateral edge there is not enough contrast to see if the gap is similarly present. Photo taken of the ml view is much clearer. Possible gap is visible between tray and tibia anteriorly. Position and orientation of the tibial and femoral implants appear to be appropriate, but this is difficult to confirm without a wide view of the femoral and tibial axes. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The patient is a reported (B)(6) year old female with a bmi of 32.5. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tend to adversely affect knee replacement implants. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.